Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they went to go bolus and screen was blank and contacts on the battery cap were not missing or damaged. Customer stated that they make sure they were inserting battery correctly and display did not returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.